Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 3.8 mmol/l. It was reported that the mother of the customer wasted a reservoir and infusion set for the insulin pump due to a no delivery alarm. The mother of the customer was unable to troubleshoot. No additional information was provided.